Event description:
Patient initially reported there was a thin black line across the blood glucose meter display. The meter was received by the first level investigation unit on (B)(6) 2013, and it was found the line could cause misinterpretation of the values. The meter will be sent to the manufacturer for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint was verified. The investigation confirmed the meter has a display defect; a solid wide vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the decimal point and the last digit of the result during the simulation test; therefore, misinterpretation is possible. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.